Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. No motor error alarm during our testing. The motor passed motor test. The insulin pump has cracked reservoir tube lip, missing end cap sticker, scratched reservoir tube window and minor scratched lcd window.

Event description:
It was reported the insulin pump alarmed motor error during primer or fill. Customer attempted to repeat the process but the device alarmed again. Customer's blood glucose was 9.7mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.